Event description:
A customer contacted a baxter technical service representative (tsr) regarding a system error 2240 alarm that appeared on the display of the home patient's homechoice (hc) machine during their automated peritoneal dialysis therapy. Per the home patient (hp), the patient line became disconnected. The tsr explained the alarm. The hp will let his nurse (rn) know of the air in set alarm. Hp will start over with new supplies. No pt injury or medical intervention was indicated at the time of the initial report. A follow up phone call was made to the home patient's nurse. The home patient's nurse was aware of the 2240 alarm. The nurse was requested to review proper therapy procedures with the hp per the user manual. The nurse confirmed there was no patient injury or medical intervention associated with this incident and that the pt has been continuing with therapy as usual.